Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a cylinder moving into the scrotum and the patient experiencing pain. The physician removed the migrated cylinder and capped the corresponding tubing. The unaffected cylinder remains implanted and functioning normally. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected: a2 age at time of event, unit of measure - age; b5 describe event or problem, d6a implant date; d6b explant date; h6 impact codes

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the cylinder moving into the scrotum and the patient experiencing pain. The dr. Capped one cylinder in the scrotum and left the remaining device in the patient. The system was functioning properly.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.